Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot to touch while charging. Customer reviewed pump history; there were no temperature alarms. Customer unplugged the pump. Upon follow up, customer charged the pump and no further issues occurred. There was no reported impact to customer's blood glucose.